Manufacturer narrative:
Result - a review of the mfg and sterilization records for the device(s) verified that the lot(s) met all pre-release specs. According to the instructions for use for the gore tag thoracic endoprosthesis, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations: acute and chronic dissections. Additionally, the IFU specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoprosthesis: infection; stent fracture.

Event description:
On (B)(6) 2012, this pt underwent endovascular repair for an acute type b thoracic aortic dissection. A gore tag thoracic endoprosthesis was implanted to seal the entry hole of the dissection located just below the left subclavian artery. The pt tolerated the procedure. On (B)(6) 2012, it was reported that the pt was hospitalized for the fever and was administered antibiotics, which failed to reduce the fever. A CT was performed which showed no endoleak; but determined the false lumen had become smaller. An aortic culture test was taken but the results were negative for infection. On (B)(6) 2013, the physician determined there was a new entry tear into the false lumen near the distal neck of the tag device. On (B)(6) 2013, the pt was converted to open surgery and the tag device was explanted the thoracic aorta was replaced with a dacron graft. It was reported that the pt endured excessive blood loss as a result of damage to the aorta during the conversion. Blood loss was reportedly in excess of one litre and required transfusion. As of (B)(6), the pt remained in ICU. It was reported that the physician chose to explant the device because of possible infection and suspects it influenced progression of the dissection.